Event description:
A very sick pt had been receiving treatment on the model 3100a for 10 days. At one point, after removing the pt from the 3100a for routine suctioning, the operator was unable to re-pressurize and re-start the 3100a's oscillator. The pt coded and subsequently died; however, hospital staff stated there was no relation between the pt's death and the 3100a performance.